Event description:
The malfunction of phaco handpiece and/or machine caused tissue to burn because of inadequate cooling. It is too soon to tell if there will be permanent damage to the pt. To date she is healing well. The co representative was present during the procedure to supervise the physician's use as the equipment was on trial and evaluation.